Event description:
This customer reported that the device shut down unexpected during care of a patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.